Manufacturer narrative:
Quality controls were within range. A general reagent issue can be excluded. The field service engineer replaced and adjusted the sample probe. The issue was resolved after this action. The samples were handled using eppendorf tubes on top of adapter tubes on specific racks using flat bottom tube settings. This is an off-label use of the device. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cobas c bilirubin total gen.3 on a cobas c 503 analytical unit. The sample is from a newborn patient. The sample initially resulted in a total bilirubin value of 1.8 mg/dl. The result was questioned by the doctor. The sample was then measured on a blood gas analyzer and the result was around 12 mg/dl. An unknown capillary measuring device measured a value of 12.8 mg/dl. The sample was measured on a second roche device and the total bilirubin results were 11.2 mg/dl and 11.4 mg/dl. The sample was repeated on the original analyzer, resulting in values of 1.80 mg/dl, 0.686 mg/dl, and 7.54 mg/dl.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The customer stated that quality controls have been consistently normal. A sample probe check showed good alignments at different positions. The customer stated that the issue occurred again, but no specific data was provided. The investigation is ongoing.